Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) distal tip was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The guidewire was seen to be kinked in two locations (245cm and 291cm from the proximal end). The guidewire distal tip was seen to be fractured with the platinum wire exposed and stretched (299cm). The distal end was not returned. Functional testing was not performed/required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was severely tortuous. During analysis the guidewire was seen to be kinked in two locations along the guidewire, 245cm and 291cm from the proximal end. The guidewire was seen to be kinked in a location that is within the patients anatomy, possibly caused by the patients severely tortuous anatomy. The guidewire was fractured roughly 299cm and the distal end was not returned. The platinum wire was exposed and stretched. An assignable cause of procedural factors will be assigned to the reported event of the guidewire distal tip stretched as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of procedural factors will be assigned to the analyzed damage of the guidewire kinked/bent, the guidewire distal tip stretched and the guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.